Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: visual analysis to a paper lid and a winding former with six strands unused of product code j771 were received to ethicon inc for evaluation. Each packet should be contain eight strands. As per the visual inspection of the sample received for evaluation it was observed that all the needles were distorted/twisted resulting in bending needles. According to the process procedures this is a defect and has been correlated to the manufacturing process. The manufacturing records couldn't be reviewed as the batch number is unknown. Based on the information currently available, the distorted/twisted needle was identified during the investigation of the sample received.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. What is the lot number? No further information is available.

Event description:
It was reported that a patient underwent an unknown urological procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke. No adverse patient consequences were reported. Additional information was requested.